Event description:
In 2007, I had a medtronic virtuoso dr defibrillator implanted. About 7 months later, I was notified by my doctor and medtronic that there was a recall of the sprint fidelis lead -model #6949- used in my implant. I have been in consultation with my physician who has made changes to my medication. Approx 9 months post-implant, I experienced two unexplained "shocks." I was contacted by my physician for follow-up tests. It is unclear whether this can be a consequence of the faulty leads or not.